Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, the patient experienced persistent infection at the abutment site and subsequently was administered medication (type and date not reported).